Event description:
It was reported that the pin fell out of the adjustable drill guide - this was noticed while putting the set together.

Manufacturer narrative:
Method: device history review. Device inspection.results: manufacturing files were reviewed and no anomalies were found. The product was examined and found to be non-functional. The center slide (where the pin was attached) was not returned.conclusion: the center slide with the pin was not returned for examination so the probable root cause is not determined due to lack of available parts.

Event description:
It was reported that the pin fell out of the adjustable drill guide - this was noticed while putting the set together.